Manufacturer narrative:
Based on the available information, fse visited the customer site and performed several tests on the device, but the reported problem was not reproduced. The ECG cable showed signs of wear, and the customer was advised to replace the cable to avoid possible ECG signal failures. The device was operational and complied with factory specifications. The device was returned to use, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device did not perform tests. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.